Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that one week post a right lung lobectomy, it was noted the lead safety switch had tripped for the right ventricular lead due to an out of range impedance measurement. Oversensing of noise that lead to 930 inappropriate tachycardia episodes was also observed. The rv lead was programmed from unipolar back to bipolar and all testing was fine. Threshold measurements were 0.5v in both unipolar and bipolar. Sensing was 5.6mv in unipolar and 3.4mv in bipolar. Impedance measurements were 250 ohms, bipolar and 320 ohms unipolar. Historic rv impedance was in the 300 ohm range. Fluoroscopy imaging did not show any issues. No additional information is currently available. If additional information becomes available, the event will be updated.